Event description:
This past weekend, my boy was sleeping in bed with his bedwetting alarm. At night, the alarm just exploded while he was in bed and leaked out very hot and deadly battery fluid on his body. He was burnt very badly from the battery leak and the over-hot plastic of the alarm. He has had to take first aid treatment in hospital and is still getting treatment even after nearly 1 week. The hot alarm and battery fluid have scarred and left a big red patch on his neck. He is in extreme pain. The heat also bent the plastic door of the malem alarm.